Event description:
It was reported that the patient sustained a 3rd degree burn after receiving a 15 minute tens treatment.

Manufacturer narrative:
It was reported that the patient sustained a 3rd degree burn after receiving a 15 minute tens treatment. The device has not been returned for evaluation, the root cause could not be established. If more information becomes available additional reporting on this event will be provided as a supplemental report to this document.